Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 69-year-old female operated on (B)(6) was placed with a foley catheter. It got naturally removed on the (B)(6). A pshhhh sound was heard. Water was leaking from the inflation valve and could not pull it out without sterile water. Per follow up information received via ibc on 25mar2025, stated that there was no sterile water left, and even when pulled out, there was not a single drop of sterile water.

Event description:
It was reported that a 69-year-old female operated on (B)(6) was placed with a foley catheter. It got naturally removed on the (B)(6). A pshhhh sound was heard. Water was leaking from the inflation valve and could not pull it out without sterile water. Per follow up information received via ibc on (B)(6) 2025, stated that there was no sterile water left, and even when pulled out, there was not a single drop of sterile water.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. The reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.